Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory report and experienced hemolysis and would later expire after withdrawal of care. The patient was admitted to the hospital eight days prior to the impella implant for chest pain, atrial fibrillation with rapid ventricular response to rule out cardiac tamponade/sepsis/loculated pericardial effusion. The patient went into pulseless electrical activity and was intubated with a pericardial drain placed. The patient had sustained ventricle tachycardia and was taken to the catheterization lab for the impella cp device implant. Thereafter, the patient was transferred back to the intensive care use and dark amber urine was observed. After a couple of hours, the urine switched to red tinged. The impella was repositioned, and it is unknown, however, if the repositioning resolved the hemolysis. The patient would expire after approximately 16 hours start of support. The patient had inoperable and non-intervention cardiac issues. And care was withdrawn.

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. A5 ethnicity was inadvertently selected incorrectly on manufacturer device report 1220648-2024-25225. G1 reporting contact email was inadvertently entered incorrectly on manufacturer device report 1220648-2024-25225.